Event description:
A customer observed a printing anomaly that caused incorrect pt results and demographics on a pt report. No incorrect pt results were reported mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.